Event description:
It has been reported to philips that during an examination, the c-arc blocked and it did not perform the motorized movements. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a issue with lateral or longitudinal motorized movements of the frontal arm. Upon troubleshooting, fse checked the system and confirmed the malfunction in brakes and power supply. Fse replaced the brakes and power supply. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.